Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons was not responding. They stated there was a delay when they pushed the buttons and the screen was actually changing. Customer reported that the alarm alerted them from getting high and low out of range was not always working for them no harm requiring medical intervention was reported. The device will not be returned for analysis.